Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown mentor saline prostheses. Bilateral deflation of the breast prostheses was diagnosed post procedure. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. This report is for the right breast prosthesis.